Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (s/n (B)(4) ) displayed tcmid:02 (ce danfoss error) error message" was not confirmed in the event logs and during functional testing. No device malfunction was found that could have caused or contributed to the reported tcmid:02 error message. The customer's reported complaint of "the thermogard xp ivtm system (s/n (B)(4) ) displayed tcmid:06 (ce post failure) error message" was confirmed based on the review of the event logs but was not confirmed during functional testing. The possible root cause of the reported tcmid:06 error could be a defective/degraded lm34 temperature sensor, which most probably caused the console to display the tcmid:06 error message intermittently. The likely root cause for the degraded lm34 temperature sensor is normal wear and tear; however, user mishandling cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed for the thermogard console since the device was acquired by the customer. The thermogard console was manufactured in june 2012, and it is almost 9 years old, well beyond its expected service life of 5 years. During visual inspection of the returned thermogard console, it was observed that the assembly top lid was loose, the top cover deck was cracked, the pump lid bumper was broken, the coldwell gasket was degraded, the prime switch cover was cut, the level display was worn out, and the saline hook was completely detached from the backside of the console. The observed issues were unrelated to the reported complaint, and the root cause of the observed physical damages attributed to user mishandling. All the damaged parts need to be replaced to address the issues. Event log data review was performed and revealed a couple of tcmid:06 (ce post failure) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, the event logs showed a tcmid:07 (coolant temp high) and multiple tcmid:05 (coolant diff failure) error messages that occurred on the customer's reported event date. The possible root cause of all the observed error messages could be the defective/degraded lm34 temperature sensor, which should be replaced to remedy the faults. Further review of the event logs showed an occurrence of a mid:16 (software) error message on the customer's reported event date; unrelated to the reported complaint. The possible root cause for the mid:16 error could be due to an unusual shutdown of the system, which is often caused by a badly inserted power plug at the back of the system, causing unstable ac power to the system. Based on the event log files, the error code was cleared by the customer. The thermogard xp ivtm system passed the initial functional testing with no issues or errors. The system passed further functional testing including the overnight burn-in test, unable to duplicate the customer's reported complaint. Unrelated to the reported complaint, during functional testing, it was noted that the display head battery had low voltage, attributed to normal wear and tear. The battery should be replaced to address the issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4) .

Event description:
During preventive maintenance (pm) performed by biomed at the customer site, the thermogard xp ivtm system (s/n (B)(4) ) displayed tcmid:02 (ce danfoss error) and tcmid:06 (ce post failure) error messages. No patient involvement.